Event description:
It was reported that a patient's settings were found to be different than what was intended during a routine office visit. Review of the patient's programming history revealed that an interrupted systems test occurred resulting in the patient being set to default settings. The physician noticed the change and corrected all the settings except for the off time prior to the patient leaving the office. The off time was corrected at a later visit.